Event description:
The event is reported as: a (B)(6) male patient was undergoing a tonsillectomy and a flash (fire) in the back of the throat occurred and was immediately extinguished with sterile saline. The patient suffered a small (1cmx1cm) burn injury to his posterior uvula. His post anesthesia was uneventful. He was admitted overnight for observation and discharged the next morning in good condition. He did not require any medical treatment related to the event. His follow-up office visit demonstrates he is well healed and he does not have any sustaining after effects. The electro-cautery machine used in this event was checked and found to be in good working order with no defects. The hudson sheridan/CT tracheal tube was used in this event.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) was conducted on the reported lot number. The DHR investigation did not show issues related to this complaint. Teleflex will continue to monitor and trend relating complaints.